Event description:
The doctor had the ablation catheter inside the patient for about 5 minutes when a bizarre kink developed in the catheter. It was removed from the patient and replaced with a new catheter.